Manufacturer narrative:
Device eval of electrode belt sn (B)(4) has been completed. As received, the belt failed incoming functional testing. Upon eval, the distribution node (dn) to rear te cable was severed and the trunk cable connector was missing. The cause for the test failure was the damaged cable and connector. The root cause of the damaged cable and connector cannot be positively identified but is likely the result of excessive force placed on the cable. No adverse event resulted from the damaged cable and wires. The last pt to use this belt did not report any deficiencies.

Event description:
A review of service data detected a reportable problem. During servicing, belt sn (B)(4) failed incoming functional testing (pulse lead hi-pot/fall-off). The last pt to use this belt did not report any deficiencies.